Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/suction channel with a suction pump. The forceps elevator was raised and lowered three times in water during aspiration. Aspiration was done with both 1st and 2nd position of the suction valve. The air/water and balloon channels were not flushed with water and air by using maj-144 (air/water valve) and maj-629 (air/water channel cleaning brush). The air/water channel was not flushed with water and air by using mh-948 (air/water channel cleaning adaptor). The device passed a leak test during manual cleaning. The detergent used for manual cleaning was franklab. The following are brushed points: instrument/suction channel, suction channel, instrument channel port, balloon channel, and forceps elevator. The forceps elevator was raised and lowered three times when submerged in the detergent solution and the forceps elevator was flushed. The distal end was brushed with the channel-opening brush and single use soft brush (maj-1888). The distal end was flushed with maj-2319 (distal end flushing adapter). The device was rinsed before manual disinfection. The manual disinfection used was enzyme l9. Not all channels were flushed with and immersed in the disinfectant. Tap water was used for rinsing after disinfection. The concentration and expiration date of disinfectant was controlled. No automatic endoscope reprocessor (aer) was used. The operation ended late (0430) and was interrupted by a gynecological emergency. The facility was not able to pass the device through the aer process. It was passed into the aer before 840. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during a routine control mandatory request by the french authorities, the evis exera duodenovideoscope tested positive for a total of 5 colony forming units (cfus) of an unspecified microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: 1cfu. Bacterial identification: micrococcaceae. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: coagulase-negative staphylococci. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - light guide rod lens (1x) --- cracked - distal end --- white ring--- scratched - channel mount --- wear and tear - mouthpiece --- defect - air/water cylinder ---scratched - suction cylinder ---scratched - key top 1 --- pin hole - angulation --- less or specified value - angulation --- play - biopsy channel wear and tear: replacement as preventive maintenance however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.